Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported driveline infection and the device could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was presented to the clinic after complaints of a small amount of drainage and foul odor coming from the driveline site. Cultures revealed enterobacter cloacae. The patient was started on cipro for 10 days. It was reported that the driveline site is now without evidence of infection.